Manufacturer narrative:
The device is returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe was broken off 9 mm from the tip of the probe. Scratches were observed around the broken area of the probe. Also, the coating of the probe around the scratches was partially peeled off. Upon inspection of the broken surface of the probe, it was discovered that cracks were progressing from the scratched of the probe. In addition, the tissue pad was worn out. There were no scratches on the handle. Based on the analysis results of the actual product and the results of past investigations, it is likely that the broken probe issue occurred as below: 1. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2. The coating of the probe was peeled off by ultrasonic vibration. Also, the probe was scratched. 3. Because the probe was subjected to the load of sealing and cutting and grasping the tissue, cracks started from the scratch, rice field. 4. Some kind of load was applied to the probe and it broke. The tissue pad wearing could have happened thus: grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out. The instructions for use includes the following statements that warn against the issue: the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event by the customer, approximately 30 minutes to two hours into a therapeutic hepatobiliary pancreas (laparoscopic liver resection) procedure, the device probe broke off outside the patient body. The procedure was completed with another new device. There was no delay in the completion of the procedure. Patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total procedure time was two hours. The intelligent tissue monitoring (itm) setting was on during the procedure. Setting on the generator was seal and cut. Device was inspected prior to use with no anomalies noted.

Manufacturer narrative:
Full name of the facility is local independent administrative institution saga prefectural medical center kouseikan. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.